Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the logs, the motor stall recovery had not occurred.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained lioresal with a concentration of 2000 mcg/ml and a dose 230 mcg/day. It was reported a motor stall was seen at initial interrogation; the patient recently had an MRI. According to the logs, the motor stall recovery had occurred. The hcp stated that he noted in pump logs that pump had "restarted", so he sent the patient home saying, "if you hear the pump alarm again let me know." It had been more than 2 hours since the patient exited the MRI field (about 2.5 hours prior to report). The hcp stated he would check back with the patient to find out if the alarm was still sounding. No patient symptoms were reported. No further follow-up is required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.